Manufacturer narrative:
The product was returned and found to have a damaged cannula tip. The cannula tip was found to pass insulin; however, flow was severly restricted. This condition could have contributed to reported symptoms (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. Patients are trained to select an pod placement site consisting of fatty subcutaneous tissue. The user is instructed in the omnipod user's guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Caller stated that b/g at bedtime was 230. He took a bolus and went to bed. When he got up that morning b/g was 444. Caller removed pod because he felt that it was not delivering insulin, took a bolus by injection and then activated a new pod. No further information reported. The device is being returned for evaluation.